Event description:
Complaint was received in a batch report from the distributor (log (B)(4)) on (B)(6) 2013. Caller alleged false hcg results using the consult diagnostics hcg dipstick test. No other information was provided.

Manufacturer narrative:
Manufacturing document review was performed; no abnormal results were found. Retain testing: lot number: hcg1110225, expiration date: 11/2013. Control: 25miu/ml hcg urine lot: ncg121226-03, 203.2iu/ml hcg urine lot: hcg130307-01, 214.7iu/ml hcg urine lot: hcg130307-03, 240.5iu/ml hcg urine lot: hcg130307-04. Clinical positive urine samples from 3 pregnancy women. Summary of results: the retention strips meet qc specifications. Details below: the 25miu/ml hcg urine control yielded correct positive results with retention strips at 3 minutes (n=15). The 203.2iu/ml hcg urine control yielded clearly positive results with retention strips at 3 minutes (n=3). The 214.7iu/ml hcg urine control yielded clearly positive results with retention strips at 3 minutes (n=3). The 240.5iu/ml hcg urine control yielded clearly positive results with retention strips at 3 minutes (n=3). The 3 clinical positive urine samples yielded clearly positive results with retention strips at 3 minutes (n=2 for each sample). Conclusion: no incident details were provided. In-house low and high hcg controls and clinical positive samples were tested with retain product. No false negative was observed. Product performed as expected. No product or patient sample was returned. Unable to determine the root cause. (B)(4). Product is subject to tracking and trending. Corrective action not required at this time.